Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to the reported event. Additionally, a review of the complaint history identified no other complaints from the lot. All available information was investigated, the reported single leaflet device attachment (slda) appears to be related to patient morphology/pathology. The mitral regurgitation appears to be due to the slda. Mitral regurgitation is listed in the instructions for use (IFU) as a known possible complication associated with mitraclip procedures. The unexpected medical intervention and hospitalization were a result of case-specific circumstances. There is no indication of a product issue with respect to manufacture, design or labeling. The additional mitraclip device referenced is filed under a separate medwatch report number.

Event description:
This is filed to report the clip detaching from one leaflet and increased mitral regurgitation (mr) requiring intervention. It was reported that the patient underwent a mitraclip procedure on (B)(6) 2021 to treat degenerative mitral regurgitation (mr) with a grade of 4. A total of two mitraclips were implanted centrally on a2/p2. The final mr was reduced to a grade of 2. The patient was re-admitted to the hospital with an mr grade of 4. Transthoracic echocardiogram (tte) and transesophageal echocardiogram (tee) showed that both implanted mitraclips were detached from the anterior mitral leaflet (single leaflet device attachment (slda)). In the physician¿s opinion, the slda¿s were due to the patient¿s anatomy. The patient underwent a re-do mitraclip procedure on (B)(6) 2022 and two additional mitraclips were successfully implanted reducing the final mr to a grade of 3. There was no clinically significant delay in the procedure and no adverse patient effects. No additional information was provided.